Manufacturer narrative:
Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received one box of minicaps that was expired. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.